Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer reported that they performed a station reboot followed by a recover storage space attempt, however, the issue continued to persist. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 2 matrix was failed. The field service engineer (fse) found respiratory medications stuck behind the drawer, cleared the medication jam, recovered and tested the drawer in the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.